Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Correction: this MDR is being submitted to correct the submitted expiration date under d4 and device manufacturer date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the following tests were completed for 10 reference samples of lot 6004320 1. Visual inspection as per 4902148 criterios de calidad para productos de la familia inset engesp, version 40. 10 samples visually inspected and no damages or bent. 2. 4802011, flow test on customer complaints -pruebas de flujo en quejas del cliente, version 10. 10 reference samples meet the criteria of minimum 50ml/minute. Flow test values: p1-72/p2-70/p3-66/p4-55/p5-68/p6-66/p7-68/p8-73/p9-61/p10-65.

Manufacturer narrative:
Device 1 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in france. It was reported that cannulas were bent and had hyperglycemias occlusion. Also, it was mentioned that 8 catheters were inserted in 3 days because of persistent hyperglycemia occlusion alarm and bent cannula. These events were observed on 20 jan 2024, 21 jan 2024, 22 jan 2024 and 23 jan 2024. The catheters were placed in different areas of the abdomen, arms and stomach. The customer changed catheter lots and since then, problem solved. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.